Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from finland alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples for patient 1 and 2 initially generated a positive result for sars-cov-2 (negative for influenza a/b) when tested on cobas liat. The same samples were retested on cobas 8800 which yielded a negative result for sars-cov-2. All results were reported out. No harm is alleged. An investigation was conducted to evaluate the customer issue. This MDR will address the discrepancy obtained on the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
Run #2887 generated a CT at the limit of detection, indicating a low titer sample. Samples that are low titer can generate wavering results upon repeat. Run #2912 generated a slightly delayed CT, indicating a lower titer, but the CT was not as close to the limit of detection as run #2887. Although the root cause cannot be identified for this run, it is possible the sample was low titer and it contributed to the discrepancy. An investigation of reagent lot 20321l ruled out a systemic reagent problem. Facility name truncated due to character limit. (B)(6).